Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via email that upon removal the string ripped out of an unspecified number of tampons leaving the pledget inside her vaginal cavity. She manually removed the pledget. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.